Event description:
The tip of the needle holder broke during use in the pt's thumb. The broken piece was retrieved without pt injury. The instrument was broken and was received and sent to the MFR for evaluation.